Event description:
It was reported that the patient presented to a routine follow- up appointment "unwell and crying" with symptoms resembling a cold and breathing difficulty. The patient was admitted to the hospital where an xray revealed a suspected lead fracture. It was further reported there was high thresholds, high impedance and no sensing. During replacement procedure, lead conductor separation was visualized at pin end of lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented to a routine follow- up appointment unwell and crying, with symptoms resembling a cold and breathing difficulty. The patient was admitted to the hospital where an x-ray revealed a suspected lead fracture. It was further reported there was high thresholds, high impedance and no sensing. During replacement procedure, lead conductor separation was visualized at pin end of lead. The lead was capped and replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4), the proximal segment of the lead was returned and analyzed. Analysis revealed the distal conductor was fractured.